Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the legal manufacture¿s final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Additionally, the user facility did not confirm the reprocessing steps and no culture test result was provided by the user. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: biopsy/suction channel , cfu: 10cfu, bacterial identification: streptococcus salivarius, sampling from: distal end, cfu: n.d. (Not done), bacterial identification: no detection, sampling from: biopsy/suction channel, cfu: 10cfu, bacterial identification: streptococcus salivarius, sampling from: air/water channel, cfu: 0cfu, bacterial identification: no detection. Sampling date: (B)(6) 2024, sampling from: biopsy/suction channel, cfu: 1cfu, bacterial identification: micrococcus luteus, sampling from: distal end, cfu: n.d. (Not done), bacterial identification: no detection, sampling from: biopsy/suction channel, cfu: 1cfu, bacterial identification: micrococcus luteus, sampling from: air/water channel, cfu: 0cfu, bacterial identification: no detection. The device was evaluated, and additional potential adverse event was noted: it was found that the air/water-tube had foreign objects, the distal end had residual liquid, the glue between z-block part and the distal end were worn. Additionally, the investigation could not obtain information to identify the material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.